Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to open or close the foot. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 correction: health effect - impact code 4624 added

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the foot was unable to be retracted during step 4. This occurred with two prostyle devices in a row, resulting in vessel damage. The sheath was upsized to a large bore sheath and the evar procedure was completed. A surgical cutdown was performed to treat the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number. B3: estimated date.